Event description:
Boston scientific received information that shortly after the implant of this right atrial lead, this lead was noted to have loss of capture due to a lead dislodgment. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The lead was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.